Event description:
Sorin group (B)(4) received a report that, during priming, the pump stopped and an error message was displayed. Power cycling the pump did not clear the message. Connecting the pump to a different control panel did not clear the message. Re-connecting the pump to the original control panel resolved the issue. The pump re-gained normal operation and the case was completed w/o further issues. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, during prime, the pump stopped and an error message was displayed. Power cycling the pump did not clear the message. Connecting the pump to a different control panel did not clear the message. Re-connecting the pump to the original control panel resolved the issue. The pump re-gained normal operations and the case was completed w/o further issues. There was no patient injury. The incident could not be replicated during testing performed by the customer. The pump and control panel were returned to sorin group (B)(4) for further evaluation. The error was reproduced during functional testing. Inspection of the pump's internal components found loose solder debris on the pump control processor. No problems were found with the control panel. Sorin group (B)(4) has determined that this is an isolated issue. No further action is required.